Event description:
Additional information received indicated that programming was performed to resolve the event.

Event description:
It was reported that, during an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Further investigation revealed that the patient fell at the time that the noise episodes were recorded. Provocation testing was performed and the noise was able to be reproduced. The suspected cause of the noise was myopotentials. Abbott technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.